Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not alarm when the tubing was clamped proximal to device. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor pin. The contamination prevented the proximal pressure sensor pin from correctly contacting the administration set cassette diaphragm. The contamination was the result of the use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.